Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of multiple air detected alarms during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information b5: an additional issue of 'upstream occlusions' was reported. Additional information: d9, h3, h6, h11 additional information h11: the device was received for evaluation. During functional testing, the customer reported issue 'multiple air detected alarms' was reproduced as air in line alarms during testing. The customer reported issue 'upstream occlusion alarms' was not reproduced. A review of the event history log did not identify any air in line messages but does show multiple upstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issues were verified either through testing or log review. The cause of the conditions was determined to be the upstream sensor calibration values out of specification. The ultrasonic sensor requires replacement to address these issues. Should additional relevant information become available, a supplemental report will be submitted.